Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Syringe 10ml ll. On occasion we have to reject bd syringes containing product/drug due to identifying a black particle within the plastic barrel or thread of the syringe and wonder if this may be as a result of the manufacturing proceass.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no 10ml syringe has been received for investigation. Two photos were provided, one photos displays a product that is not manufactured at this facility. The other photo only displays the stopper. Through visual inspection, a particle is observed on the stopper of the syringe. A device history review was performed for reported lot 2402091, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Without the physical sample, we cannot identify the composition of the particle observed, therefore we cannot identify the origin of the particle and a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.